Event description:
The hcp reported the pt's wife did not bring the pt in for a refil resulting in the pump going dry and the pt experiencing withdrawal. The pt was later refilled with drug and set a basal rate. The pt is reported to have recovered without sequela.